Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left monitor was fading. This issue caused the images to be unusable. There is no report of injury or death associated with this event.